Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the patient had a 6fr dual lumen powerline catheter placed for six weeks of antibiotics and at the three week mark it was determined the line was no longer needed, so it was removed. Approximately three months later the patient came back in for another issue. The patient had a chest x-ray and the interventional radiologist found an opaque density, which was removed and found to be 21 cm of the central line. The facility stated that they thought who ever originally removed the line cut it wrong and did not do a blunt dissection when cutting the line.